Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during testing but unable to be verified to a suspect assembly. The fault was determined to be intermittent and further testing during investigation was unable to establish cause. The smart pneumatic board was replaced as a precaution and scrapped. The device passed all final testing and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.